Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (pulse above upper limit) was confirmed in the download data. Upon investigation the monitor failed to deliver a pulse during incoming functional testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a pulse above the upper limit during incoming functional testing.